Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for damages consistent with procedural damage.

Event description:
It was reported that low pacing impedance was observed on the right ventricular (rv) lead and right atrial (ra) lead. The rv and ra leads were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2021-35855.